Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module distorted image.based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the segment fluid damage, the left pulley wire fluid damage, the mecha base plate fluid damage, the ccd module fluid damage, the lg cable connector fluid damage, the insertion flexible tube (ift) buckled, the mecha base plate corroded, the operation channel leak, the operation channel cut, the remote control buttons cut, the distal body worn out, the bending rubber discolored, the operation channel kink, the angulation-down angulation decrease, and the air nozzle missing glue; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.